Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was not returned to the manufacturer, therefore, the phenomenon was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, there was a e315 unsupported scope error when connecting to the hd autoclavable camera head to the cv-190 tower. The customer stated that camera head was connected to a different the cv-190 tower and received the same error code. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The customer was instructed to power off the cv-190/clv-190 and remove the camera head. The customer was advised to clean the electrical contacts on the camera head with 70% isopropyl alcohol. The customer connected the camera head and still received the same error code. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.